Event description:
The following has been reported: this was reported by our technical services as a warranty claim. "Device was returned back to workshop for an investigation as measured amount of infused liquid versus the theoretical amount did not match. From the comparison the device was reported to be flowing faster than the inputted rate." Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.